Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line had disconnected from the transfer set, which is known to cause the reported alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of five. The patient was not connected at the time of the alarm. The patient stated that their patient line had disconnected from the transfer set, and they had reconnected after the alarm. The technical service representative (tsr) had the patient cycle power to clear the alarm and advised the patient to start over with new supplies. The patient stated there had not been anything unusual about the supplies while they had been setting up for therapy; the connections had been secure. The patient stated they were unsure how the disconnection occurred. The patient stated they did not see any damage to the cassette or their transfer set following the disconnection. The patient did not have their transfer set replaced. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.